Manufacturer narrative:
Product ID, 3889-28 lot# v385093, product type lead; product ID, 3095-10 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension; product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was reported that during an explant, the lead was damaged. The reason for removal was that the patient needed a spine MRI. All recommended guidelines were followed. The lead was broken with all tines and 4 electrodes left behind. The health care provider (hcp) dissected down to the first marker and then attempted to remove from the introducer site. At the time of report it was noted, the hcp had been working on removing the broken lead for approximately 1 hour. Additional information received that day reported that the hcp was able to remove the entire lead and all electrodes. An x-ray was taken to confirm the lead was removed. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.